Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the electrode was missing from the sensor upon removal from the customer's body. The physician reported the sensor was damaged. The customer was also concerned if the electrode was still inside their body. The customer's blood glucose was unknown. The sensor will be returned for analysis.